Event description:
The nurse was instructed to remove the rectal tube (fecal management system). However, after she removed the fluid, it still would not come out. After doing a rectal exam, it was found that the balloon of the fecal management system was still intact and it did finally come out. The nurse tried to remove the fluid again, but was unsuccessful.